Manufacturer narrative:
Medtronic received information that prior to use of a dlp left heart vent catheter, it was reported that there was an issue and the device did not retain its shape despite the presence of the metal rod. The customer stated that a failure to maintain the desired shape could lead to a risk of heart injury (pulmonary vein, left atrium or left ventricle) in 2-year-olds. The device was replaced. There was no patient involvement, so no adverse effect occurred. Additional info: updated the additional codes for imf and fdp additional info a1: patient identifier text added additional info e1: added street 1 info, and post code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this dlp left heart vent catheters had an issue and does not retain its shape despite the presence of the metal rod. Failure to maintain the desired shape leads to a risk of heart injury (pulmonary vein, left atrium or left ventricle) in 2-year-olds. The problem recurred 2 times in a row and 8 cannulas were opened out of the 10 contained in a box, and all had the same defect. The surgeon had to change the batch number (not communicated) in order to complete the procedure successfully. There were no clinical consequences for the child, and no adverse patient effect reported with this event.